Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Patient weight was requested but not made available. Patient's medical history and medication information was requested, but not provided. Code c19: review of device manufacturing record history confirmed device met pre-release specifications. Code c21: device was returned to gore 02/01/2023. Evaluation is currently in progress and conclusion is not yet available. IFU for gore® viabahn® vbx balloon expandable endoprosthesis warnings section state: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and/or damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath. Sizing and selection: always use an appropriately sized sheath for the implant procedure. It is advisable to use a sheath or guide catheter that is long enough to cross the lesion. Use of a guide sheath or guide catheter minimizes the risk of dislodging the endoprosthesis from the balloon during tracking. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, a patient presented with a pre-existing 5-vessel branch graft with multiple stents (unknown manufacturers) implanted per vessel. Patient has a history of several relining interventions performed on unspecified dates. The plan was to further stent into the superior mesenteric artery (sma) through pre-existing, undersized stents that were causing persistent endoleak. A 12fr dry seal sheath was placed, and an agilis nxt steerable sheath was inserted into the 12fr sheath. Wire access was gained into the sma from below access. The agilis sheath only advanced into the ostium of the sma. Coils were delivered into the side branch first, then an 8x79mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was tracked through the steerable sheath into sma. The physician advanced the vbx device without the aid of a sheath up and over into position when resistance was felt (sheath pushing back). The vbx device went into sma but did not reach the target landing zone. Consequently, the vbx device was pulled back to exchange the wire. The removed vbx device showed no visible damage and appeared intact. Stiffer wire and sheath were re-inserted. After re-flushing, the same vbx device was advanced and similar resistance was felt at the same location. The vbx delivery catheter was removed from the patient, and it was noticed the vbx stent had become dislodged and was not visible due to the number of grafts already in situ. Due to steerability issues the agilis sheath was also removed. The dislodged vbx stent was lodged at the tip of the agilis sheath. The removed agilis sheath showed damage externally (not in lumen). A small barb of wire was sticking out midway through the tip. The physician speculated this also contributed to resistance during device advancement. All accessories were replaced and positioned back into sma with new wire access. An 8 x 59mm vbx device was advanced into position and deployed with no issues. At the end of procedure, the endoleak was still present. Other treatment was required to address the type ii endoleak. Physician confirmed the endoleak was not related to the vbx device. The patient did not experience any adverse consequences.

Manufacturer narrative:
H6: code c19: an engineering evaluation was performed on the returned device. The following is a summary: the primary reported device failure mode, related to difficulty advancing the gore® viabahn® vbx balloon expandable endoprosthesis (device) without sheath protection, could not be independently confirmed. The complaint indicates damage to the sheath may have contributed to the difficulty advancing the device, and advancing the device without sheath protection is a reasonably foreseeable misuse per the device IFU. The cause for the resistance reported while advancing the device could not be established. The secondary report of stent dislodgement which occurred during the withdrawal of the device, for the second time, was confirmed through evaluation of the returned device as the endoprosthesis was returned separate from the delivery system. Withdrawal of the undeployed vbx device through the sheath and use of the device after any withdrawal are both reasonably foreseeable misuses per the device IFU. The cause for the confirmed endoprosthesis dislodgement is related to reasonably foreseeable misuse. IFU for gore® viabahn® vbx balloon expandable endoprosthesis warnings section state: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and/or damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath. B5: event description was updated (confirmation device was withdrawn through sheath twice).

Event description:
The following was reported to gore: on (B)(6) 2023, a patient presented with a pre-existing 5-vessel branch graft with multiple stents (unknown manufacturers) implanted per vessel. Patient has a history of several relining interventions performed on unspecified dates. The plan was to further stent into the superior mesenteric artery (sma) through pre-existing, undersized stents that were causing persistent endoleak. A 12fr dry seal sheath was placed, and an agilis nxt steerable sheath was inserted into the 12fr sheath. Wire access was gained into the sma from below access. The agilis sheath only advanced into the ostium of the sma. Coils were delivered into the side branch first, then an 8x79mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was tracked through the steerable sheath into sma. The physician advanced the vbx device without the aid of a sheath up and over into position when resistance was felt (sheath pushing back). The vbx device went into sma but did not reach the target landing zone. Consequently, the vbx device was pulled back through the sheath to exchange the wire. The removed vbx device showed no visible damage and appeared intact. Stiffer wire and sheath were re-inserted. After re-flushing, the same vbx device was advanced and similar resistance was felt at the same location. The vbx delivery catheter was removed through the sheath. It was noticed the vbx stent had become dislodged and was not visible due to the number of grafts already in situ. Due to steerability issues the agilis sheath was also removed. The dislodged vbx stent was lodged inside, at the tip of the agilis sheath. The removed agilis sheath showed damage externally (not in lumen). A small barb of wire was sticking out midway through the tip. The physician stated this likely contributed to resistance felt during device advancement. All accessories were replaced and positioned back into sma with new wire access. An 8 x 59mm vbx device was advanced into position and deployed with no issues. At the end of procedure, the endoleak was still present. Other treatment was required to address the type ii endoleak. Physician confirmed the endoleak was not related to the vbx device. The patient did not experience any adverse consequences.